Manufacturer narrative:
(B)(4) .

Event description:
It was reported that during patient use, the ventilator high respiratory rate alarm was frequently generated. Although the ventilator did not stop ventilating, the patient was removed from the ventilator and transferred to another ventilator without any reported patient harm. There is no report of death or serious injury associated with this event.